Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of hyperlipidemia, abnormal stress test, congestive heart failure, CABG, smoking, diabetes, coronary artery disease, coronary percutaneous revascularization, hypertension, and previous cea recurrent stenosis. The target lesion was the ostium of the right coronary artery. Pre-procedure stenosis was 90%. Lesion length was 15mm and vessel diameter was 6mm. The lesion was mildly calcified. The lesion was pre-dilated. A precise pro rx 8 x 40mm stent was deployed at the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retreived during the procedure. Post-procedure stenosis was 10%. The patient had no neurological deficit when he left the angiography suite. The after the procedure the patient had right visual field loss. The onset was sudden and diagnosis was a stroke. The stroke was due to a small branch retinal artery occlusion. The patient was discharged the following day. The patient is well with minimal visual symptoms. The physician indicated the stroke was related to the procedure.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the blade was broken off during use. As the blade was broken off outside the patient, no pieces were left in the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.